Manufacturer narrative:
During the eval of the ventilator at the third party service center, the device would not deliver pressure. The system nd interface boards were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
A ventilator was returned to a third party service center for eval. No harm or injury was reported.